Event description:
The customer reported the system was unresponsive and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
No service provided by ge. The customer rebooted the system and it operates as intended. Customer is monitoring the system and will notify ge if there are any problems.